Event description:
When ptca balloon catheter was inserted into guide catheter, immediate blood back flow into inflation device occurred. The catheter was never inflated. The second balloon opened for procedure.